Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system did not start up. The log file review analysis shows malfunctioning flexvision pc. Fse found that hard disk led on the flexvision pc lit up, not blinking. Fse restarted the system, issue still exist, confirmed that hard drives of flexvision pc had errors. To resolve the issue fse replace hard drive, installed software of flexvision pc and restored system settings. However, 37 days later the issue had reoccurred in the tw (B)(4). To resolve the issue in the tw (B)(4), the fse went onsite and replaced the flexvision pc, sw installation and restored back-up. After which, the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the hard drive which returned the device to use in good working order.